Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect additive quantity with the incident lot was not observed. However, one tube in the photo appears to be hemolyzed. Hemolyzed specimens should not be processed since there could be activation of the clotting factors. Lipemic or icteric specimens may also interfere with the instrumentation's optical system affecting the coagulation specimen result. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no: 363083, batch no: unknown. It was reported that the amount of additive in the blue top tube appeared to be inaccurate. Initial event description states, a house supervisor has pulled some of our blue top na citrate tubes and is questioning the amount of additive that is in each tube. With the naked eye it looks as if there is a different volume in each tube. Additional info provided by customer states, the tube with the pinkish plasma was the first collection with a ptt result of ¿no coagulation¿ and the recollected tube on had a 27.0 result. Customer stated, the phlebotomist says she takes a few from a shelf pack and puts them in a smaller container on her cart and had recently moved tubes over when the collections occurred. The tubes were likely near one another in the pack, however she cannot be certain they were in the same row.